Event description:
It was reported that during a pump implant, the pt experienced "cardiac symptoms" and the case was abruptly stopped. A f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).